Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited difficulty being delivered into the superior vena cava (svc) and a dislodgement occurred. The ra lead was explanted and a single chamber implantable pulse generator (ipg) was implanted and programmed to vvi. No patient complications have been reported as a result of this event.